Event description:
It was observed that during the device evaluation, the deflectable videoscope adhesive around the objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the water tightness was lost, due to a dent on distal end; the adhesive on bending section cover (a-rubber) had a chip; the insertion pipe had discoloration; the video connector was damaged; the video connector was deformed; the video connector case had a crack; and the bending angle in up direction does not meet the standard value, due to wear of angle wire. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that stress from use, external factors, or handling. However, a definitive root cause could not be determined. Inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.